Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited far r wave oversensing causing inappropriate mode switches. No interventions were performed. There were no patient consequences.